Event description:
The customer reported erroneous erratic patient results generated for na (sodium) and cl (chloride) and calibration failure for ise (ion selective electrolyte) urine/serum standard solution high/low stability error on the dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted the customer troubleshoot over the phone. It was determined during phone troubleshoot that the refence electrode had malfunctioned. Fse noted that customer was getting alarm 3264 ise mid solution pre-measure stability error. This error usually indicates a bad reference electrode. The reference electrode was at the end of its life already but also had a bubble in the tip. The customer replaced the reference electrode as indicated by the fse to resolve the issue. No further issues noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).